Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was plastic particulate matter in a non-dehp fluid path intravia container. The bag was filled with 0.9% sodium chloride solution, fentanyl, and bupivacaine. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed a loose particle floating in the saline solution of the bag. The reported condition was verified. The cause was determined to be use error, the wrong gauge needle was used. The client used an 18 gauge needle, however the device¿s product instructions on the product labeling state that 19-22 gauge must be used. Should additional relevant information become available, a supplemental report will be submitted.